Manufacturer narrative:
It was reported that art mode, cplg mode not selecting in pumps and one pump not switching on which results in the error message "head error". This was detected during start up of the device. No harm to any person has been reported. A getinge field service technician (fst) was onsite and investigated the unit in question on 2021-12-29. The fst could not confirm the reported failure "head error", but he confirmed that art and cplg mode is not selecting in the system. Therefore the console controle module (ccm) and the odu connector with cabling were replaced. The system was checked according to factory¿s specification and all tests passed. The device was put back in use. Thus the reported failure head error could not be confirmed. However this error can be linked to the following most possible root causes according to the risk management file of the hl20: failure of pump control board. Defective/ dirty tacho, relay or pump belt. The reported failure "art mode is not available" has been investigated in a previously complaint. It was detected that this defect occurs either on the console control module (ccm ) or on the control board and is most probable caused by placing or removing a pump module on an active pump socket (hot plug) which causes disturbing of the control signals of the pump mode. Referring to the IFU of the hl20 positioning the pump the following is stated: warning! Only use the roller pump module on the hl 20. Switch off the relevant "pump socket" on/off switch at the console before installing or removing the pump. As an action the getinge sales and service unit was advices to make the customer aware of the instruction for use. The product in question was produced in 2008-05-01. The review of the non-conformities during the period of 2008-05-01 to 2021-10-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the pumps are showing "head error" . Complaint ID # (B)(4).